Manufacturer narrative:
(B)(4).

Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical laboratories. It is comprised of the abbott m2000sp and the m2000rt instruments. The abbott m2000sp is an automated system for performing sample preparation for nucleic acid testing. The abbott field service engineer found that the m2000sp liquid waste sensor had cracks in the red window when conducting an instrument service advisory (isa) at the (B)(6). There was no evidence of overheating. (B)(4).